Event description:
Pt presented to the emergency dept with sprained right ankle. A cast was applied 5/17/92. Pt returned 5/18/92 with a 2 degree burn to lower back of right leg. Pt complained of "burns to leg because cast was too hot". This comment was made at time of return visit to the emergency dept.